Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. The microscope test revealed that the fist cylinder had a hole at corner of a fold in the proximal end of the cylinder. Leaks were identified. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leak test. The pump was microscopically inspected, functionally, and leak tested. The tubing was cut down to the pump block and it was not returned for analysis; therefore, the component did not pass microscopic evaluation. No leaks were identified. The pump passed the functional test. The reservoir microscopically inspected, and leak tested. The microscope test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the hole and leak on the first cylinder could have caused or contributed to the device being removed. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned without any performance allegation. Upon analysis of the returned components, it was noted that the first cylinder had a hole at corner of a fold in the proximal end of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder. Also, the pump did not pass the microscope test. No additional information was provided.